Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 780g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm with an, open book image, on screen. The blood glucose value was unknown at the time of event. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
Unit received with critical pump error (open book image). Successfully utilized thump to download history files and traces. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download history review using adapt tool and pump detailed traced, it recorded pump error 63 (main error log), pump error 3 (main error log) and pump error 43 were recorded. Pump error 63 (variable = 2, 9 file number = 2006, 32143 line number = 707, 399) occurred three times. Per engineering troubleshooting guide, it was determined that pump error 63 was confirmed due to moisture damage on lcd assembly and pio failure. Pump error 3 (file number = 2002, line number = 1541) occurred twice. Per engineering troubleshooting guide, it was determined that pump error 3 was confirmed due to ipc problems. Pump error 43 occurred four times on (B)(6) 2022 from 16:23:43 to 16:29:53. Per engineering troubleshooting guide, it was determined that pump error 43 was confirmed due to hardware issue with the lcd. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding force sensor flex connector, keypad flex connector and electronic assemblies causing electrical short. The following were noted during visual inspection: cracked case (battery tube) and scratched case. In conclusion, customer concern for critical pump error (open book image) was confirmed due to pump error 63 and pump error 3. Pump error 63 and pump error 3 was triggered due to moisture damage on electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.